Manufacturer narrative:
No battery cap received with unit. Multiple replace battery alerts were present in the pump trace download due to j6 connector resistance issue on pcba. Unit passed displacement test, sleep current measurement, active current measurement and self test.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. The customer's blood glucose was unknown. The customer stated that this was the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. The troubleshooting was performed. The customer stated that the battery cap was damaged. The customer was advised that they may continue to wear insulin pump until replacement arrives if they insert a new battery and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.